Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the indicated phenomenon occurred due to the failure of the main lamp (xenon lamp). The cause of the lamp failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to troubleshoot and resolve the issue by changing the xenon lamp. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e102 error. The event was found during estimation when an fse was onsite. In addition, the lamp blinks and the issue cannot be identified. There was no patient involvement, no harm or user injury reported due to the event.